Event description:
It was reported that a patient was experiencing bradycardia with their vns magnet stimulation. The patient's physician reported heart rate detection on the patient's vns was enabled due to suspicion the patient had ictal bradycardia. Bradycardia was reported to occur during the use of autostimulation and the use of magnet stimulation at 1.75ma. It was reported the patient has a smartwatch which did not detect the bradycardia, and that it is unclear whether the patient actually has ictal bradycardia. No other relevant information has been received to date.